Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the instrument not working already from installation (does not clot). 4 screw remaining. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the conductor wire dislodged from the connector pin of the energy instrument identification board inside the housing on the proximal end. As a result of the dislodged conductor wire, the instrument is unable to coagulate. The instrument failed the electrical continuity test. The conductor wire length was measured to be 71mm. The conductor wire was installed back on the connector pin and passed the continuity test. The complaint regarding the device not working was confirmed by failure analysis. Common causes of dislodged-proximal conductor wire - monopolar is attributed to component susceptibility to damage during use or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient. There was no injury to the patient. There was no procedure delay as a result of the reported issue. When asked if a procedure delay occurred the initial reporter responded "no, they only changed the bipolar forceps with a new one".